Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument was broken and no collision was observed. The procedure was completed and no injuries were reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was noticed to have a broken cable proximal to the opening of the jaws once it was taken out of the arm. No fragments fell into the patient's anatomy. There was no injury to the patient.